Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced aseptic meningitis and shingles postoperatively (date not reported). The implanted device remains. Additional information has been requested, but has not been provided as of the date of this report. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted due to reported pain around the implant site. There are plans to re-implant with a new device however this has not occurred as of the date of this report. This is associated with MFR report # 6000034-2012-01745. It was reported that the patient was hospitalized in (B)(6) 2011, due to unspecified reasons. Meningitis was not reported as the reason for hospitalization. Additional information has been requested, however has not been received as of the date of this report. It was also reported that the episode of aseptic meningitis and shingles occurred in (B)(6) 2011. This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Other text : implanted device remains.